Event description:
Received notification from medical device tracking of multiple procedures with gore tag thoracic endoprosthesis: in 2008, the patient was implanted with the following device: tg3110. Two days later, the patient underwent a reintervention and was implanted with an additional device: tg3110. Four days later, the patient underwent a second reintervention and was implanted with an additional device: tg3110.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note additional devices implanted in this patient: tg3110. Tg3110. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.